Event description:
The customer reported that a nurse was using a monoject¿ hypodermic safety needle, green, 21ga x 1in to perform a venipuncture. She activated the safety shield. Upon the shield clicking in place, a large blood spray came from the needle and landed on the patients chairside table.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 03/19/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1), outcome attributed to adverse event (b2) and brand name (d1)" provided in the initial MDR 3014312726-2024-00188. The previously reported report type (b1) is adverse event and product problem, outcome attributed to adverse event (b2) is required intervention to prevent permanent impairement, brand name (d1) is sol m were incorrect. The correct report type (b1) is product problem only and brand name (d1) is monojet.